Manufacturer narrative:
An error was identified on jan 16, 2019. This report was previously filed against the incorrect manufacturing site in manufacturers report 1415939-2017-00215. (B)(4). This report is being filed against an international product ln 02k91-38 that has a same/similar product on market in the us, 02k91-33, which is manufactured in (B)(4). Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, field data review, device history review, instrument log review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Field data for lots in the field from october 1, 2017 and december 30, 2017 was reviewed. The patient data was analyzed by lot and compared to an established control limit. This evaluation indicated that the patient median result for the complaint lot was within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely depressed results while using architect ca 19-9xr reagents. The following data was provided for the same patient. Initial 24.46 u/ml, repeat 58.25 u/ml; repeat at another facility using architect method, 48.92 u/ml. The patient had not been previously tested for ca19-9 and the patient diagnosis was unknown. No impact to patient management was reported. Roche method was higher, 83.24 u/ml. The product package insert warns the user, the concentration of 1116-ns-19-9 reactive determinants obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored.